Manufacturer narrative:
A maquet field service technician investigated the unit and replaced a defective 3-way valve. The unit was also cleaned and decalcified. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
Description from the customer report: "heater temperature is too high." (B)(4).